Event description:
Procedure type: lap nissen. According to the reporter: the orange seal and the center part popped out and tore off. A portion of the seal breaks off but remained on the instrument, and did not go in pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).